Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. It can be seen that the lens was cut in half. The lens condition is consistent of a lens that was explanted from the patient's eye. Due to the condition of the lens, no further analysis was possible. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. No non-conformances or assignable cause were identified. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent explant of an intraocular lens (iol) in a secondary procedure from both eyes. It was stated that the patient did not have desired outcome achieved; therefore asked for the lens to be removed. The new lens was implanted successfully. Additional information was received from the reporting facility that after implantation of the iol, the patient complained of flashes post-operatively on (B)(6) 2015. On (B)(6) 2015, patient had depth perception issues. Then on (B)(6) 2015, patient had problem with focal length working in the shop. On (B)(6) 2015, the patient complains of glare/halos, spikes. Patient can't drive at night, glare in daylight, as well can't see the pastor in church under the ceiling lights. Trace posterior capsular opacification (pco) right eye (od) 1+ pco left eye (os) visual acuity sans correction (vasc) od 20/60 os 20/50. A model zlb00 lens was implanted in the patient's left eye (os) on (B)(6) 2015 and explanted on (B)(6) 2015. A model zkb00 lens was implanted in the patient's right eye (od) on (B)(6) 2015 and explanted on (B)(6) 2015. Patient had a post-operative appointment on (B)(6) 2015, patient reports indicated that the visual acuity for the left eye (os) has been ''drastically'' improved. Patient also had another post-operatively appointment on (B)(6) 2015, patient's visual phenomena has been resolved. Visual acuity sans correction (vasc) for the right eye showed 20/30-2 and for left eye 20/25. Reportedly, there was no patient injury. Note: a separate medwatch report is being submitted for each eye. This report is for serial number (B)(4) for the right eye (od).